Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain (abdominal)'), nephrolithiasis ('infection (bladder/ urinary tract/vaginal) type: kidney infection/stones') and kidney infection ('infection (bladder/ urinary tract/vaginal) type: kidney infection/stones') in a 21-year-old female patient who had essure (batch no. L-786126,r-806713) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included suicide attempt (she took approximately 20 oxycontin pills and left suicidal notes.), tubal ligation, depressive disorder, myringotomy, cystitis, tonsillectomy, drug allergy (promethazine hcl (from phenargan), metoclopramide hcl (from reglan), ondansetron hcl (from zofran), penicillins, sulfa (sulfonamide antibiotics), lidocaine, cefaclor (from ceclor)) and cystoscopy. Current weight 208 lbs. Previously administered products included for an unreported indication: oral contraceptive from 2007 to february 2012 and mirena in 2008. Concurrent conditions included body mass index normal, cervical cancer, gallstones, dizziness, blurry vision, vaginal bleeding, uti, amenorrhea, bladder infection, blood in stool, fever, vomiting, cold symptoms, cervical intraepithelial neoplasia ii, cervical biopsy, bipolar disorder, post coital bleeding and hypomenorrhea. Concomitant products included cetirizine hydrochloride (cetrizine) since 2014, ciprofloxacin, co-trimoxazole, drospirenone + ethinylestradiol + levomefolate calcium (safyral), ibuprofen (motrin ib), medroxyprogesterone acetate (depo provera) from march 2012 to may 2012, metronidazole (flagyl 250), pantoprazole since 2013, pregabalin (lyrica) since 2012, risperidone (risperdal) and sertraline hydrochloride (zoloft) from 2012 to 2017. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In march 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("pain (back)"), depression ("psychological or psychiatric problems condition: depression"), alopecia ("hair loss") and fibromyalgia ("pain (fibromyalgia)") and was found to have weight increased ("weight gain/loss (specify whcih one) weight gain"). On (B)(6) 2013, the patient experienced nephrolithiasis (seriousness criterion medically significant) and kidney infection (seriousness criterion medically significant). In june 2015, the patient experienced dermatitis allergic ("allergic or hypersensitivity reaction type: rash"), urticaria ("allergic or hypersensitivity reaction type: welts") and allergy to metals ("nickel allergy"). In march 2016, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced abdominal pain lower ("abdominal cramping") and pelvic discomfort ("discomfort"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, nephrolithiasis, kidney infection, depression, migraine, headache, allergy to metals, dysmenorrhoea, weight increased, alopecia, fibromyalgia and pelvic discomfort outcome was unknown, the back pain was resolving and the dermatitis allergic, urticaria and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, depression, dermatitis allergic, dysmenorrhoea, fibromyalgia, headache, kidney infection, migraine, nephrolithiasis, pelvic discomfort, urticaria and weight increased to be related to essure. The reporter commented: lot number(s): 786126 left, 806713 right. Current weight 208 lbs. The coil was released with three coil is extending into the intrauterine cavity. Next essure catheter was placed into the right fallopian tube and the coil was released with three coils extending into the intrauterine cavity. 17-apr-2012, hysterosalpingogram (hsg): results:one tube was blocked and to continue with depo shot until the left tube occluded. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - on 17-apr-2012: results: unilateral occlusion (right tube occluded).. Pathology test - on 01-mar-2013: diagnosis: lower lip of cervix: cervical intraepithelial neoplasia grade 2 extending focally to the inked endocervical margin upper lip of cervix upper lip of cervix: cervical intraepithelial neoplasia grade 2-3 extending focally to the inked endocervical margin. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: headache, depression, migraine, abdominal pain, dysmenorrhea, kidney infection, dyspareunia, nickel allergy lot number:786126 manufacturing date:2010/09 expiration date:2013/09. Lot number:806713 manufacturing date:2010/11 expiration date:2013/11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jun-2019: quality-safety evaluation of product technical compliant. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain (abdominal)'), nephrolithiasis ('infection (bladder/ urinary tract/vaginal) type: kidney infection/stones') and kidney infection ('infection (bladder/ urinary tract/vaginal) type: kidney infection/stones') in a (B)(6) female patient who had essure (batch no. L-786126,r-806713) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included suicide attempt (she took approximately 20 oxycontin pills and left suicidal notes.), tubal ligation, depressive disorder, myringotomy, cystitis, tonsillectomy, drug allergy (promethazine hcl (from phenergan), metoclopramide hcl (from reglan), ondansetron hcl (from zofran), penicillins, sulfa (sulfonamide antibiotics), lidocaine, cefaclor (from ceclor)) and cystoscopy. Current weight (B)(6). Previously administered products included for an unreported indication: oral contraceptive from 2007 to (B)(6) 2012 and mirena in 2008. Concurrent conditions included body mass index normal, cervical cancer, gallstones, dizziness, blurry vision, vaginal bleeding, uti, amenorrhea, bladder infection, blood in stool, fever, vomiting, cold symptoms, cervical intraepithelial neoplasia ii, cervical biopsy, bipolar disorder, post coital bleeding and hypomenorrhea. Concomitant products included cetirizine hydrochloride (cetirizine) since 2014, ciprofloxacin, co-trimoxazole, drospirenone + ethinylestradiol + levomefolate calcium (safyral), ibuprofen (motrin ib), medroxyprogesterone acetate (depo provera) from (B)(6) 2012 to (B)(6) 2012, metronidazole (flagyl 250), pantoprazole since 2013, pregabalin (lyrica) since 2012, risperidone (risperdal) and sertraline hydrochloride (zoloft) from 2012 to 2017. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("pain (back)"), depression ("psychological or psychiatric problems condition: depression"), alopecia ("hair loss") and fibromyalgia ("pain (fibromyalgia)") and was found to have weight increased ("weight gain/loss (specify which one) weight gain"). On (B)(6) 2013, the patient experienced nephrolithiasis (seriousness criterion medically significant) and kidney infection (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced rash ("allergic or hypersensitivity reaction type: rash"), urticaria ("allergic or hypersensitivity reaction type: welts") and allergy to metals ("nickel allergy"). In (B)(6) 2016, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced abdominal pain lower ("abdominal cramping") and pelvic discomfort ("discomfort"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, nephrolithiasis, kidney infection, depression, migraine, headache, allergy to metals, dysmenorrhoea, weight increased, alopecia, fibromyalgia and pelvic discomfort outcome was unknown, the back pain was resolving and the rash, urticaria and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, depression, dysmenorrhoea, fibromyalgia, headache, kidney infection, migraine, nephrolithiasis, pelvic discomfort, rash, urticaria and weight increased to be related to essure. The reporter commented: lot number(s): 786126 left, 806713 right. Current weight (B)(6). The coil was released with three coil is extending into the intrauterine cavity. Next essure catheter was placed into the right fallopian tube and the coil was released with three coils extending into the intrauterine cavity. On (B)(6) 2012, hysterosalpingogram (hsg): results:one tube was blocked and to continue with depo shot until the left tube occluded. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: unilateral occlusion (right tube occluded).. Pathology test - on (B)(6) 2013: diagnosis: lower lip of cervix: cervical intraepithelial neoplasia grade 2 extending focally to the inked endocervical margin upper lip of cervix upper lip of cervix: cervical intraepithelial neoplasia grade 2-3 extending focally to the inked endocervical margin. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: headache, depression, migraine, abdominal pain, dysmenorrhea, kidney infection, dyspareunia, nickel allergy most recent follow-up information incorporated above includes: on 7-jun-2019: pfs & mr received: case become incident. Patient demographic added. Event injury nos was replace with new events. Events added - rash, welts, kidney infection, stones, depression, migraines, headaches, nickel allergy, dysmenorrhea, abdominal pain, back pain, abdominal cramping, weight gain, hair loss, pelvic discomfort. Lot number and events onset date were added. Updated outcome of events rash, welts, abdominal cramping to recovered/resolved and back pain to recovering/resolving. Lab data, medical history, concomitant condition and drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.